Event description:
The user reported that the wires had pulled loose from the switch. Our investigation confirmed the user's finding. The wires appear to have been pulled from the circuit board.

Manufacturer narrative:
The user reported that the wires had pulled loose from the switch. Our investigation confirmed the user's finding. The wires appear to have been pulled from the circuit board. It appears that the cord or switch may have been caught in something requiring an excessive force to remove. Our switch supplier has enacted several CAPA projects since this switch was mfg to improve the durability of the board connection.